Event description:
A surgical tech reported that the laser had been calibrated as normal. The patient's right cornea was prepared for prk (photorefractive keratectomy) and the epithelium was removed. The surgeon pressed the footswitch and the laser begain firing at 6% completion, the laser stopped and displayed a message indicating secondary energy too high. They rebooted, but were unable to complete the laser treatment. The bcl (bandage contact lens) was placed on the patient's right eye and the patient was sent home. The patient was seen the next day, (B)(6) 2013 wearing the bcl. The patient is taking topical steroid drops, topical cyclosporine drops, and artificial tears. The plan is to wait for the eye to heal and stabilize, then complete the treatment.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available.(B)(4).